Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was returned for premature battery depletion. Real time trending data revealed that the device was programmed out of ship settings while still in the original packaging. Battery trending data the day of the implant is n/a due to hv charging activity prior to implant. The first trending data for battery voltage 4 days after implant is 2.68v. This suggests that multiple hv charges may have occurred prior to implant. Battery voltage trending data following the 2.68v measurement appeared normal.

Event description:
It was reported that the device was explanted due to premature eri.